Event description:
(B)(4). Had essure coils placed in ob/gyn office in (B)(6) 2012. Procedure/placement of coils was extremely painful. Broke out in hives and had allergic reaction immediately afterwards. Was in constant pain for weeks afterwards and bled heavily. Periods for the next 2 1/2 years were extremely heavy and frequent--every two to three weeks. Have had recurring cysts in ovaries, migraines, weight gain, ovarian pain, bloating, hormonal changes and mood swings. Had an endometrial ablation done one year ago to stop the bleeding.

Event description:
(B)(4). Also have chronic fatigue and problems with constipation.